Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-26443. It was reported the pt has adequate coverage of the pain areas, however; the stimulation is not effective. The pt stated she did not receive effective stimulation from trial, however; she wanted to try the permanent system. Follow up info identified the pt has not used her system the past few weeks because of the ineffective stimulation. The pt requests the system to be removed and declines further reprogramming or troubleshooting. Surgical intervention may be pending to address this issue.